Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that after implant, a rate increase was noted even though the patient was resting quietly in bed. The sensor wwas "on". Subsequently the device's sensor was programmed to passive.